Manufacturer narrative:
The actual sample was not returned to the manufacturing facility for evaluation. Therefore, the investigation was based upon evaluation of user facility information and reserve samples from the reported product code/lot # combination. Visual and microscopic inspection upon receipt revealed no defects. The outside diameter was measured along the total length and confirmed to meet manufacturer specification. The urethane outer layer was peeled off from the wire intentionally for the purpose of checking the adhesion level of the urethane outer layer to the core wire and confirmed to meet manufacturer specification. A review of the device history record and the shipping inspection record of the involved product/lot# combination was conducted with no relevant findings. A review of the complaint file did not find any other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined. Based on the customer's report, it is likely that the metal needle that was used in combination with the actual sample sheared the urethane outer layer off the surface of the actual sample. The device labeling does address the potential for such an event by stating in the instructions-for-use (IFU) "do not use the guide wire m with devices which contain metal parts such as atherectomy catheters, laser catheter, or metal introduction devices as they may cause the guide wire m plastic coating to shear and/or sever the wire". (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported separation of urethane layer on the radifocus guidewire m device. Follow up communication with the user facility confirmed the following information: when the customer was withdrawing the actual sample through a metal needle used in combination with the actual sample, some resistance was felt and a piece of the urethane outer layer remained in the patient's body; and it was reported the procedure was completed successfully; and it is unknown if the piece of the urethane outer layer was removed from the patient.